Event description:
Two women performed silicone butt injections back in (B)(6) 2013 illegally. Ever since I got those injections, I have experienced extreme chronic pain and often cannot move or perform any day to day functions. The silicone that was injected in my buttocks has migrated to my lower back and is causing excruciating pain and every day is getting worse. I went to my pcp a few months ago and told him what occurred and he ordered an MRI of my glutes and lower back. He found the unknown substance and migration to my lower back and explained to me that stated I should seek a reconstructive surgeon that would perform this kind of surgery to get this removed since the pain is becoming unbearable. After doing lots of research, there are only two experienced doctors that have performed such surgical removal procedure but practice in other countries. So that means I would have to fly to get this removed, pay close to (B)(6) dollars for this procedure. While the pain this has cause often enables me to live a normal life, I wouldn¿t want this woman causing any more damage to many more and would want to do all I can to stop them from causing more harm.